Event description:
The pt tested his blood glucose on suspect device at 2:50pm and it was 122mg/dl. At 4:15pm she was found unconscious. The paramedics were called and they tested on their device and it was 25mg/dl. They then tested on the pt's suspect device and her blood glucose reading was 95mg/dl. She was given a glucose shot and saline IV.